Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is in the hospital with peritonitis. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the hospital presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. The patient was prescribed both intraperitoneal and intravenous vancomycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2025. The patient recovered from this event as she was asymptomatic upon discharge. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to asepsis during pd therapy through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient is in the hospital with peritonitis. Upon follow-up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the hospital presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd on the liberty select cycler at home. The patient was prescribed both intraperitoneal and intravenous vancomycin (dosages and frequencies not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2025. The patient recovered from this event as she was asymptomatic upon discharge. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on hd therapy on an in-center basis with no plan to return to pd therapy.